Manufacturer narrative:
If implanted, give date: unknown, not provided. If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported opacification of an intraocular lens (iol). Additional information was received and it was learnt that the lens was successfully implanted into the eye of (B)(6) male patient. At the two weeks post-op visit there was fibrin reaction, and at follow-up visit on (B)(6) opacification of the iol was seen. Reportedly, two weeks later the surgeon was unable to reach for the patient and he thinks that probably the issue has been resolved. No further information was provided.